Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a scoliosis deformity revision procedure was performed on (B)(6) 2013 due to patient pain. It was discovered that two proximal screws were mal-positioned. Surgeon removed the top 8 matrix locking caps (4 on each side), bent the rods out of place, removed the 2 screws, rebent the rods in place and locked the frame again. Five caps were easy to remove, but three were very hard and caused two matrix screwdriver tips to break. The five easy caps were put back in patient. The difficult caps were replaced with new ones. Surgery was extended by about 15 minutes because of the stiff caps. Instruments were swapped out and the surgery was completed with no reported harm to the patient. This report is for the unknown proximal screws. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown screws. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.